Event description:
Bed had unexpected motion. After lowering bed, would come back up automatically.

Manufacturer narrative:
A hill-rom technician determined the logic board was the cause of the unintentional movement. He replaced the logic board and the bed functioned properly.